Event description:
Caller reported an alarm 2 indicating an occlusion issue. The event caused the customer's blood glucose level to read ¿high¿, although no specific value was available. To address the high blood glucose level, the customer administered a correction bolus via the pump without third-party assistance. Customer resumed insulin to resolve the issue.